Event description:
It was reported to MFR by facility during transfer from bed to chair, the screw that holds the yoke in place bent, causing the yoke to fall off and dropped the resident to the floor. Resident was taken to the hospital for evaluation, fx of sacral noted. MFR has issued to get lift in question back for evaluation.